Manufacturer narrative:
Device has not been returned yet.

Event description:
A report was received that the patient ipg pocket site felt hot while charging. Physician assessed that the patient had a low temperature burn that resulted in a blister. A gauze dressing was applied and patient was advised to discontinue use of the device for one week.

Event description:
A report was received that the patient ipg pocket site felt hot while charging. Physician assessed that the patient had a low temperature burn that resulted in a blister. A gauze dressing was applied and patient was advised to discontinue use of the device for one week.

Manufacturer narrative:
This is a duplicate report. This complaint was previously reported under report 3006630150-2018-02328.

Event description:
A report was received that the patient ipg pocket site felt hot while charging. Physician assessed that the patient had a low temperature burn that resulted in a blister. A gauze dressing was applied and patient was advised to discontinue use of the device for one week.